Event description:
Caller reported a cgm malfunction with error 42 and was using a g7 sensor. Cts provided complete pump reset information and guided the caller through the pump reset process. There was no reported impact to the customer¿s blood glucose level.